Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer had recently bolused 3.6 units of insulin. The customer's blood glucose reading was between 230 and 500 mg/dl. The customer declined high blood glucose troubleshooting. Customer stated she would call back tomorrow for assistance, and the customer was assisted with programming boluses. Nothing was replaced or returned.